Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any add'l reports against the product lot code. The investigation could not draw any conclusions about the reported pt pain based on the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address knee pain.